Event description:
During laparoscopic surgery, trocar blade would slide in further without effort from the user causing to nearly puncture other organs within the cavity. Near miss, no injury to the patient. Rep reviewed device with surgeon.